Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for diabetic ketoacidosis. Customer's blood glucose level went up to 575 mg/dl. Customer stated that he gave himself 50-60 units from the pump, but his blood glucose levels did not go down. Customer went to urgent care at the hospital and was admitted. Customer does have a back up plan, but states that it is only short acting insulin. Customer was released the next day and put on an insulin drip for the night. Customer's recent blood glucose level was 53 mg/dl. Customer stated that he treated for the low reading by suspending the pump and by eating something. Customer stated that he was very active this morning, which may have caused the low reading. Customer stated that he went low in the middle of the night, but was not hospitalized. Customer understands that his pump is old and he knew that it would not work the same over time. Customer had a no delivery alarm about 6 months ago. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.